Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube monoblock was replaced. Thereafter, the system was found to be working as intended.

Event description:
The customer reported the system displayed an image on the screen, but at the bottom, it stated this was non-operational. No report of patient injury.